Event description:
It was reported that on may 3, 2026, while the patient was attempting to activate a new pod, a communication error occurred and the pod could not be activated. This issue led to an increase in the patient¿s blood glucose to 490 mg/dl. It was further reported that three additional pods previously attempted for activation had also experienced communication errors, resulting in an inability to resume omnipod therapy. The patient sought medical attention at the emergency room and received treatment consisting of long-acting and short-acting insulin, with blood glucose decreasing to 284 mg/dl shortly upon treatment. The patient successfully activated a new pod and resumed omnipod therapy prior to discharge from the emergency room the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 1.0.91 operating system: data not available hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.